Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a primary left ankle surgery, surgeon was putting in a screw and the screw driver handle broke in half. Surgeon was able to use another handle and complete case without delay or adverse consequence to the patient.

Manufacturer narrative:
The reported incident that hand screwdriver handle,1.7/2.3 screws was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the currently available information, the root cause can be attributed to a manufactured related issue. Unfortunately we were not able to disassemble the front part of the handle (as the screw head broke / snapped off) in order to check the inner rod. Nevertheless it is clearly visible that the inner rod shows friction traces, strong rust and pitting corrosion on the surface resulting from a not hardened blade adapter (inner rod) contributed by an insufficient cleaning/drying and/or maintenance of the device over the years in use. In order to address this hardening issue of the blade adapter though, a CAPA was previously initiated and appropriate measures (hardening process) were implemented. The returned device (production code # (B)(4) manufactured on the 29 april 2010) which was identified as manufactured before the measures became effective. Therefore no further preventive or corrective actions are deemed necessary at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During a primary left ankle surgery, surgeon was putting in a screw and the screw driver handle broke in half. Surgeon was able to use another handle and complete case without delay or adverse consequence to the patient.